Event description:
I have been using an oral b cross action power toothbrush. I recently changed the rotating brush head, and in the column below it, I found a brown gel that must have accumulated over time. I could only remove a portion of that gel from the column which has several openings to the outside. I don't know if the gel is contaminated, but I am concerned especially after the endoscope reports.